Manufacturer narrative:
B3: please note that this date is based off of the date of publication of article as the event dates were not provided in the published article. B4: model, catalogue no, lot are unknown. B 6a : implant date is unknown. A2: please note that the age is based off average age of patient involved in this event. A 3a: please note that the gender is based off as per the majority of patients. Article references - paal k. Nilssen, nakul narendran, david l. Skaggs, corey t. Walker, christopher m. Mikhail, edward nomoto, alexander tuchman "long-term reoperation risk of thoracic to pelvis instrumentation for spinal deformity: a longitudinal study of 7,062 patients", 2017 (64), european spine journal, (2025) 34:1034¿1041, doi.org/10.1007/s00586-024-08566-2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding long-term reoperation risk of thoracic to pelvis instrumentation for spinal deformity: a longitudinal study of 7,062 patients. The following devices were used: bone morphogenetic protein (bmp). In this study, the pearldiver database was queried for spinal deformity patients (scoliosis, kyphosis, spondylolisthesis, sagittal plane deformity) undergoing at minimum, a t12-pelvis operation between 2010 and 2020. A total of 7,062 patients met inclusion and exclusion criteria. Overall reoperation rate during the study period was 23.2% (n =1635). The reoperation rate at 1-, 2-, and 5-years was 11.2% (n=788), 16.9% (n=1195), and 22.1% (n=1560), respectively. Bmp was used in 3298 patients and out of which, 789 patients had undergo reoperation. Patients with a preoperative diagnosis of myelopathy, prior trauma, kyphosis and patients who did not receive an interbody or 13 levels of posterior instrumentation were associated with subsequent operations. Conversely, patients who received an alif were at lower risk for reoperation, patients with preoperative kyphosis or =13 levels of posterior instrumentation had a higher reoperation risk and patients who received interbodies had a lower reoperation risk. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
D4: model, catalogue no, lot are unknown. D 6a : implant date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.